Event description:
Intuitive surgical, sureform 60 da vinci stapler only had one successful firing before not being recognized by the robot, therefore unable to fire subsequent stapler cartridges. FDA safety report ID# (B)(4).